Manufacturer narrative:
Device evaluation: a correlation between the device and the reported elevation in lactate dehydrogenase (ldh) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 with an elevated lactate dehydrogenase (ldh) of 759 u/l. Treatment was intravenous (IV) heparin. Lvad parameters were stable. Persantine was added. The patient was discharged on (B)(6) 2018 with an ldh of 771 u/l.